Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sv 3.0b. Unit passed displacement test. Pump received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner and stained address/serial number label. The p-cap locks into the reservoir compartment properly noted.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.